Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for an superior vena cava (svc) lead impedance warning, lead integrity alert (lia), and a bipolar impedance warning. It was noted the lead was oversensing, experienced noise and high pacing impedance as well as a high sensing integrity counter (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.